Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges experiencing loosening adhesive plaster of cannula and leaking (wet plaster). Caller reported there have been 4-5 occasions where the cannula has come away from the skin surface completely; only used one batch of cannulas where this issue has occurred. No adverse event reported. Requested return of the alleged device for evaluation.